Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery of extratubal ectopic pregnancy, when they released the ratchet and tried to open the device's jaws, it remained grasping the fallopian tube and they did not react. They took a hand piece, then sealed and resected the side of the device's jaws which was grasping the fallopian tube. No head injury occurred to the patient after the resection. Another device was used to complete the procedure. There was no bleeding occurred.

Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found tissue in the jaws. The reported condition was confirmed. The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states to minimize tissue sticking: keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. If information is provided in the future, a supplemental report will be issued.